Manufacturer narrative:
The device was not returned and when on the call with support the customer was able to fix a loose cable to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had a no sync message with no color bars. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h11. Corrected fields: e2, e3, g2, d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is not displayed occurred due to faulty video cable. Olympus will continue to monitor field performance for this device